Manufacturer narrative:
This case was reported via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy tests positive for nickel and cobalt"), umbilical hernia repair ("umbilical hernia repair through direct approach"), post procedural haemorrhage ("loss of blood just after placement of essure") and depression ("depression") in a female patient who had essure (batch no. D60145) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), umbilical hernia repair (seriousness criterion medically significant), depression (seriousness criterion disability), polymenorrhagia ("haemorrhagic menstrual bleeding every week"), abdominal distension ("abdominal bloating / bloated tummy"), amnesia ("memory loss"), eye pain ("pain around eyes"), palpitations ("palpitations"), dizziness ("dizzy spells / dizziness"), fatigue ("chronic fatigue"), libido decreased ("reduction of libido / decline in libido"), rash erythematous ("itching over entire body with red patches even on the face / itchiness all over body with red welts even on the face "), arthralgia ("pain in knee joints / joint pain in the knees") and general physical health deterioration ("deterioration of my health status"). The patient was treated with surgery (bilateral salpingectomy, ablation of essure implant, performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, umbilical hernia repair, post procedural haemorrhage, depression, polymenorrhagia, abdominal distension, amnesia, eye pain, palpitations, dizziness, fatigue, libido decreased, rash erythematous, arthralgia and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, amnesia, arthralgia, depression, dizziness, eye pain, fatigue, general physical health deterioration, libido decreased, palpitations, polymenorrhagia, post procedural haemorrhage, rash erythematous and umbilical hernia repair with essure. The reporter commented: the reactions/effects started just after placement of essure (loss of blood). She also informed a decline in her health, in her life and that lost her job because of disability leave for depression. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-may-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 254 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number d60145 (production date 26-feb-2015, expiration date 28-feb-2018). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-may-2017: update of quality-safety evaluation of ptc received. Company causality comment: a female consumer had allergy tests positive for nickel and cobalt, umbilical hernia repair through direct approach and loss of blood just after placement of essure (fallopian tube occlusion insert). She also reported depression. A bilateral salpingectomy, ablation of essure implant was performed. The events allergy tests positive for nickel and cobalt and loss of blood just after placement of essure, interpreted as post procedural bleeding, are anticipated events in the reference safety information for essure. Occasionally, a woman may regret her decision to undergo permanent contraception and experience mild depression. However depression leading to disability leave, as reported in this case, was considered unanticipated. The event umbilical hernia repair through direct approach was also considered unanticipated. Depression is a highly prevalent disorder involving the imbalance of the monoamine neurotransmitters, and its pathogenesis involves genetic, social and psychologic factors. Considering the local effect of essure in the fallopian tubes, a causal relationship between depression and umbilical hernia repair through direct approach and essure can be excluded. Bleeding may occur during and following the micro-insert placement procedure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Considering the nature of the events allergy tests positive for nickel and cobalt and loss of blood just after placement of essure, a causal relationship cannot be excluded. Non-serious events were also reported. This case was regarded as incident because surgical intervention was performed. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy tests positive for nickel and cobalt"), umbilical hernia repair ("umbilical hernia repair through direct approach") on (B)(6) 2016, the patient started essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), umbilical hernia repair (seriousness criterion medically significant), the patient was treated with surgery (bilateral salpingectomy, ablation of essure implant, performed on (B)(6) 2017.). Essure was withdrawn. Quality-safety evaluation of ptc: lot number d60145 (production date 26-feb-2015, expiration date 28-feb-2018). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. On 8-mar-2017: start date and stop date of essure were provided, and the events "allergy tests positive for nickel and cobalt" and "umbilical hernia repair through direct approach" were added. Company causality comment: a female consumer had allergy tests positive for nickel and cobalt, umbilical hernia repair through direct approach and loss of blood just after placement of essure (fallopian tube occlusion insert). She also reported depression. A bilateral salpingectomy, ablation of essure implant was performed. The events allergy tests positive for nickel and cobalt and loss of blood just after placement of essure, interpreted as post procedural bleeding, are anticipated events in the reference safety information for essure. Occasionally, a woman may regret her decision to undergo permanent contraception and experience mild depression. However depression leading to disability leave, as reported in this case, was considered unanticipated. The event umbilical hernia repair through direct approach was also considered unanticipated. Depression is a highly prevalent disorder involving the imbalance of the monoamine neurotransmitters, and its pathogenesis involves genetic, social and psychologic factors. Considering the local effect of essure in the fallopian tubes, a causal relationship between depression and umbilical hernia repair through direct approach and essure can be excluded. Bleeding may occur during and following the micro-insert placement procedure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Considering the nature of the events allergy tests positive for nickel and cobalt and loss of blood just after placement of essure, a causal relationship cannot be excluded. Non-serious events were also reported. This case was regarded as incident because surgical intervention was performed. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. An updated product technical analysis is expected.

Event description:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of post procedural haemorrhage ("loss of blood just after placement of essure") and depression ("depression") in a female patient who received essure (batch no. (B)(4)) for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), depression (seriousness criterion disability), polymenorrhagia ("haemorrhagic menstrual bleeding every week"), abdominal distension ("abdominal bloating"), amnesia ("memory loss"), eye pain ("pain around eyes"), palpitations ("palpitations"), dizziness ("dizzy spells"), fatigue ("chronic fatigue"), libido decreased ("reduction of libido"), rash erythematous ("itching over entire body with red patches even on the face"), arthralgia ("pain in knee joints") and general physical health deterioration ("deterioration of my health status"). At the time of the report, the post procedural haemorrhage, depression, polymenorrhagia, abdominal distension, amnesia, eye pain, palpitations, dizziness, fatigue, libido decreased, rash erythematous, arthralgia and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for post procedural haemorrhage, depression, polymenorrhagia, abdominal distension, amnesia, eye pain, palpitations, dizziness, fatigue, libido decreased, rash erythematous, arthralgia and general physical health deterioration with essure. The reporter commented: the reactions started just after placement of essure. She lost her job due to disability leave for depression. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had loss of blood just after placement of essure (fallopian tube occlusion insert). She also reported depression. Loss of blood just after placement of essure, interpreted as post procedural bleeding, is an anticipated event in the reference safety information for essure. Occasionally, a woman may regret her decision to undergo permanent contraception and experience mild depression. However depression leading to disability leave, as reported in this case, was considered unanticipated in the reference safety information for essure. Depression is a highly prevalent disorder involving the imbalance of the monoamine neurotransmitters, and its pathogenesis involves genetic, social and psychologic factors. In the present case, there was no mention to sterilization regret. Considering the nature of the reported event depression and the local effect of essure in the fallopian tubes, causality was excluded. Bleeding may occur during and following the micro-insert placement procedure. This event is typically transient. Considering the nature of the event loss of blood just after placement of essure, and positive temporal relationship, causality with essure cannot be excluded. Non-serious events were also reported. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. A product technical analysis is expected.